Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reports to have been in a vehicle accident which caused physical damage to insulin pump. Customer's blood glucose was 60 mg/dl. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with high idle current due to moisture damage on interface board and radio frequency board. The back light functioned properly. The device had broken belt clip slot at the battery tube threads area, cracked reservoir tube lip and cracked reservoir tube window.